Manufacturer narrative:
(B) (4). The phacoemulsification machine and handpiece were examined and tested. The machine was evaluated by an amo service technician at the customer's location. There were no issues detected with the operation of the machine. The phacoemulsification handpiece was returned to manufacturer for evaluation. No issues were detected with the operation of the handpiece. The device meets all performance criteria. The cause of incident experienced by the customer was not able to be determined.

Event description:
During a cataract extraction procedure, the surgeon reported experiencing a corneal burn in the patient's operative eye due to lack of irrigation. The patient required five (5) unanticipated sutures to close the wound. The post operative recovery is expected to be prolonged due to the potential for a high amount of astigmatism.